Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) - the dentist reported that 3 months after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved and the patient presented peri-implantitis.